Event description:
It was reported that the patient implanted with this artificial urinary sphincter presented with recurring incontinence. A fluid leak was noted, and a revision procedure was performed to downsize the cuff and replace the entire device. There were no further patient complications.